Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusions set fell off event on (B)(6) 2024. Infusion set fell off due to plaster. The blood glucose level was 400mg/dl. Insertion site was abdomen. Infusion set has been used for a few hours. Customer experienced pain during carrying. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4). The following tests were completed for 10 reference samples of lot 6006453. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. Trending: a query was run in database on 19-mar-2025 against malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, and lot 6006453 and one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6006453. 1. Visual inspection as per (B)(6) quality criteria for products of the inset family engesp, version 40. 10 samples visually inspected and no damages or bent.

Event description:
To date no additional patient or event details have been received.